Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during implant it was not possible to pass a stylet through the right atrial (ra) lead. Multiple attempts were made with several different stylets. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.